Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative diagnostics showed a near end of service condition. The replacement generator was tested with the existing lead and system diagnostics showed lead impedance within normal limits (dcdc ¿ 2). The device was programmed on to the patient¿s previous device settings. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient has been having an increase in seizures for the last 6 months. The patient's generator was interrogated and it was noted that the generator battery appeared relatively low. The patient was referred for generator replacement. No known surgical intervention have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.